Event description:
It was reported that during a procedure, the fiber broke at approximately 30 cm from the distal tip. There was no significant deflection required to reach the treatment site. The procedure was completed with the same fiber. There were no operator or patient complications.

Manufacturer narrative:
Manufacturer email: (B)(4).

Event description:
It was reported that during a procedure, the fiber broke at approximately 30 cm from the distal tip. There was no significant deflection required to reach the treatment site. The procedure was completed with the same fiber. There were no operator or patient complications.